Event description:
Reportable based on device analysis completed on 11feb2026. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was used. During the procedure, after crossing the guidewire an nc balloon was used to pre-dilate the lesion segment. Then a wolverine balloon was taken to further modify the plaque before stenting. However, the balloon did not cross the lesion segment even after multiple attempts to cross it. The procedure was completed with another scoring balloon. There were no patient complications reported post procedure. However, device analysis revealed a blade detached.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A break was identified on the hypotube shaft, 3mm distal from the strain relief. The balloon was subjected to positive pressure and returned in a deflated state. No issues identified during examination of the extrusion shaft. A microscopic examination of the blade segments identified 4mm of a blade segment missing at the distal section. No issues were identified with the other blades, and they were fully bonded onto the balloon. A microscopic examination of the tip section found no damage.